Event description:
It was reported that the patient experienced repeated occlusion alerts on the insulin infusion set with a concurrent reported blood glucose of 300 mg/dl; the issue was resolved after a full supply change, and education and troubleshooting were provided, consistent with obstruction of insulin flow associated with the connector/coupler component. No clinical signs, symptoms, or conditions reported. Outcomes included no health consequences or impact. Investigation included communication with the patient and analysis of information provided by the user. Investigation of this case revealed findings consistent with a deformation problem leading to obstruction of flow at the connector/coupler. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.